Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence. The customer acknowledged that the cartridge was removed outside of the load sequence. Subsequently, the customer experienced an elevated blood glucose (bg) level. A specific bg value was not provided. A manual insulin injection was administered to address bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.